Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, there was issue with the haptic. There was no patient contact. Additional information was received and stated, haptic junction area was excessively weak resulting in a fracture during loading. The surgery was subsequently performed using a different iol on the same day.